Event description:
It was reported that the inflatable penile prosthesis (ipp) reservoir herniated. A revision surgery was performed to replace and reposition the reservoir. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.